Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2024. The date of the event is an approximation. On (B)(6) 2024, the patient reported that her cgm was reading ¿5 something¿ (high) and then read ¿real low like 25 mg/dl¿. However, the cgm device can not provide a numeric value lower than 40 mg/dl. It was not specified how much time elapsed between the cgm values dropping from high to low. No bg meter comparison value was reported; however, the patient alleged an inaccuracy. Eventually, the patient lost consciousness and emergency medical service (ems) was called. Ems transported the patient to the emergency room (ER). At the emergency room, the patient¿s cgm reading was 40 mg/dl. The cgm device was then removed. The patient was treated with lantus and humalog insulin, no mention of what treatment was provided to the patient for hypoglycemia reversal. The patient was discharged home after 10 days on ((B)(6) 2024). The patient was ¿not in the right shape¿ at the of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.